Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had multiple insulin pump error. The customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarms and able to rewind the insulin pump. Customer performed self test and test was passed. Customer stated the alarm occurred immediately after a battery change. Customer reported that post-reset ram crc alarm not occurred more than once after a battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will not be returned for analysis.